Event description:
Upon review of medical records, it was determined that a peritoneal dialysis (pd) patient had a hernia while hospitalized for shortness of breath in (B)(6) 2014. While in the hospital the patient continued pd treatments. The physician in the hospital ordered the patient to be filled with 2500 ml while the patient usually filled at 1300 ml. After filling with 2500 ml the patient stood up. Upon standing up the patient experienced a "blow out" which was later diagnosed as two hernias. The patient's hernia remains unrepaired.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.